Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the device alarmed no delivery alarm. Customer's blood glucose was 444 mg/dl. During troubleshooting, insulin did exit with manual prime. Customer was advised the device was working as designed. Customer was advised the alarm was caused by a site or set occlusion. Customer will not be returning the reservoir for analysis.